Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 1 month. A specific cause for the reported events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 18.5¿ of the replaced portion of the driveline was returned for evaluation. The outer silicone jacket layer of the driveline was severed approximately 12.5¿ from the metal connector, and the bionate was severed approximately 14¿ from the metal connector. Metal braided shield breakdown was observed approximately 2.5¿ and 3¿ from the metal connector (adjacent to the terminus of the bend relief), with minor breakdown observed along the remainder of the returned segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The patient remains ongoing with no further issues at this time. A review of the device history records revealed the device met applicable...

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the lvad system was producing several pump stoppages. The patient was asymptomatic. A log file was provided to the technical service representative and 21 pump stoppage events were confirmed as well as 26 low speed advisories with speed drops as low as 0 rpm. X-ray images did not show any areas of concern. On (B)(6) 2018, the technical service representative was onsite to perform a percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur. A second log file reviewed on (B)(6) 2018 showed no unusual events post driveline replacement. No additional information was provided.